Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer had difficulties recognizing devices, and the communication was very slow. The doctor had replaced the radio-frequency (rf) head, but that did not resolve the issue. It was further noted that the doctor believes the issue started after the programmer received a software update. The programmer will be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: it was noted that the display hinges were worn, the screen falls down. The latch of the cable bay was cracked and the lower case was damaged. Analysis was unable to confirm the reported event.